Manufacturer narrative:
Additional information: the issue occurred after device flushing, just before the stent is implanted into the body. Product analysis the device was returned in a deployed state with the tuohy-borst loosened and with the stent returned separately, the device was confirmed as 40mm from the strain relief, the returned stent was confirmed and measured as 40mm, with no abnormalities observed, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during sheath removal in a carotid artery stenting procedure using the stent sepx-8-6-40-135 protege rx, stent dislodgement occurred. The procedure involved treatment of a chronic total occlusion (100% stenosis) in the mid common carotid artery due to plaque, with little calcification and no vessel tortuosity. Embolic protection was used with a 5mm spider fx device. No resistance was encountered when advancing the device. The stent was replaced with a new one and the surgery was completed. No patient complications have been reported as a result of this event.